Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and medical device site calcification ("area around migrated coil is calcified"). At the time of the report, the device dislocation and medical device site calcification outcome was unknown. The reporter considered device dislocation and medical device site calcification to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and medical device site calcification ("area around migrated coil is calcified"). At the time of the report, the device dislocation and medical device site calcification outcome was unknown. The reporter considered device dislocation and medical device site calcification to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.